Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Tones were able to be heard with magnet application by using a stethoscope. Three different programmers in three different rooms were tried without success. The device would start the interrogation, but the 'thermometer' that tracks the interrogation progress never get more than 1/3 of the way through the process, even after waiting for five minutes.